Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736551, software version: 1.0.1 product ID: 9736503, serial number: (B)(6), UDI#: (B)(4) h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that no issues were found and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the system was functioning as designed. All available information related to the reported issue was reviewed. No indication of a software anomaly was identified. The robot approached the generic safety volume during scan positioning, particularly at the third scan position, and the safety volume was not sufficiently expanded to fully encompass the patient anatomy. The patient was noted to be highly kyphotic, requiring appropriate safety volume inflation. This indicated user interaction did not fully account for the required safety volume configuration. The observed behavior was consistent with system constraints and expected operation. Codes b24, c19, and d14 are applicable to this analysis. H6: code b01: testing of actual/suspected device is applicable to testing the equipment. Code b24: event history log review is applicable to the software logs review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during the work volume scan with the robotic guidance system, the robot arm hit the patient during the scan. The manufacturer representative (rep) pressed the emergency stop button. The patient was hit in the midback. The surgeon raised the arm, continued with a generic work volume and inflated it to add more surface area. Rescanned and continued with the surgery. The procedure was completed with this system. This issue caused no surgical delay. There was no impact on the patient's outcome.